Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking event on 06-april-2024 after 12 hours of insertion. Insertion site was abdomen. Infusion set has been used for less than one day. Non-serialized product being replaced. No further information available.